Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was implanted in a patient using a 14f amplatzer amulet delivery sheath. All close parameter were checked twice and the procedure were done without any anomalies. 12 hours later the patient start to present heart failure. After some studies and actions to stable the patient, the patient discovered that the device embolized to the left ventricle. The patient went to surgery. At the time of this report the patient has no neurological damage, biochemically stable, and no renal function damage. The device was explanted to resolve the event. The patient is stable.

Manufacturer narrative:
An event of device embolization into the left ventricle and patient experiencing heart failure was reported. The patient was reported to have no neurological damage, biochemically stable, and no renal function damage. The embolized device was explanted to resolve the event through surgical intervention. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.